Manufacturer narrative:
UDI: (B)(4). The reporter's phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger did not move smoothly and was blocked. The device also failed pretest for trigger test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device would not turn off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.